Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) intraocular hemorrhage [eye haemorrhage] hyperglycemia [hyperglycaemia] piston rod in her novopen 4 didn't move [device issue] neuropathy [neuropathy peripheral] needle is left attached to the pen between injections [product storage error] case description: this serious spontaneous case from egypt was reported by a consumer as "intraocular haemorrhage (intraocular haemorrhage)" beginning on 2021, "hyperglycaemia (hyperglycaemia)" beginning on 2020, "piston rod in her novopen 4 didn't move(device component issue)" with an unspecified onset date, "neuropathy(neuropathy)" beginning on 2020, "needle is left attached to the pen between injections(device stored with needle attached)" with an unspecified onset date, and concerned a 54 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", mixtard 30 hm penfill (insulin human) suspension for injection, 100 iu/ml (dose, frequency & route used - 80 iu, qd(50u morning-30u night), subcutaneous) (therapy dates - ongoing) from unknown start date and ongoing for "diabetes mellitus", patient's height: 150 cm patient's weight: 65 kg patient's bmi: 28.8 current condition: diabetes (since 1999, type not reported) neuron disorder. Concomitant products included - milga(benfotiamine, cyanocobalamin, pyridoxine hydrochloride), vitamin b 12 [cyanocobalamin](cyanocobalamin) ongoing, karbalta(duloxetine hydrochloride) ongoing, vildagluse plus(metformin hydrochloride, vildagliptin) treatment included - vildagluse plus(metformin hydrochloride, vildagliptin), tymptax(non-codeable), preformed laser session for intraocular haemorrhage. On an unknown date 2 or 3 years ago, the patient experienced that the piston rod in novopen 4 didn't move so patient asked if they were keeping the pen in the fridge or not and unused penfills were kept inside the refrigerator, while the used one was kept inside the pen outside the refrigerator. Then pen training was offered and was asked to adjust the dose counter to 60 u and press dose button but the piston rod didn't move and was asked to pull it manually but they couldn't do it and still piston rod stuck inside the pen . On an unspecified date of 2020, patient had hyperglycaemia due to technical issue in novopen 4 and on an unspecified date of 2021, this hyperglycaemia lead to intraocular haemorrhage for which a laser session was performed . It was also reported that, on an unknown date, patient's blood glucose was 380 mg/dl. Sadness on her relatives' death may be the alternate aetiology of hyperglycemia. It was reported that no more or lower force needed and the pen's issue is that the patient did not realize that piston rod was inside the mechanical part and she was not know that when the half empty used penfill put inside the pen, the patient must make the piston rod head touched the penfill's plug before injection and that was advised by our representative when the pen was checked and it is working properly right now. Patient depends only on numbers inside the dose screen for dose estimation. Needle is attached to the pen in a 180 degree. Needle is reused till be changed only twice with each penfill. Needle is left attached to the pen between injections. Batch numbers: novopen 4: jvgt483 mixtard 30 hm penfill: lr79a04 action taken to novopen 4 was reported as no change action taken to mixtard 30 hm penfill was no change the outcome for the event "intraocular haemorrhage (intraocular haemorrhage)" was not recovered. The outcome for the event "hyperglycaemia (hyperglycaemia)" was not recovered. The outcome for the event "piston rod in her novopen 4 didn't move(device component issue)" was recovered. The outcome for the event "neuropathy (neuropathy)" was not recovered. The outcome for the event ""needle is left attached to the pen between injections(device stored with needle attached)" )" was not reported. Company comment: intraocular haemorrhage is assessed as unlisted event; hyperglycaemia and peripheral neuropathy are assessed as listed events according to the novo nordisk current ccds in mixtard 30 hm penfill. Patient's underlying medical condition of diabetes, neuropathy and elderly age of the patient are significant confounding factors for the development of complications of hyperglycaemia such as intra ocular haemorrhage and peripheral neuropathy. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 hm penfill.

Event description:
Case description: 21-sep-2022 amendment to suspect mixtard 30 hm penfill product route used subcutaneous.

Event description:
Case description: patient's body mass index (bmi): 28.8. Concomitant products included - milga(benfotiamine, cyanocobalamin, pyridoxine hydrochloride), vitamin b 12 [cyanocobalamin](cyanocobalamin), karbalta(duloxetine hydrochloride). Investigational result: name: novopen 4, batch number: jvgt483. The product was not returned for examination. . Name: mixtard 30 penfill 3 ml 100iu/ml, batch number: lr79a04. The product was not returned for examination. Action taken to novopen 4 was reported as other. Action taken to mixtard 30 hm penfill was reported as no change. The outcome for the event "needle is left attached to the pen between injections(device stored with needle attached)" was not reported. Since last submission, the following were updated: imdrf codes added. Inv result updated. Narrative updated accordingly. Company comment: intraocular haemorrhage is assessed as unlisted event; hyperglycaemia and peripheral neuropathy are assessed as listed events according to the novo nordisk current ccds in mixtard 30 hm penfill. Patient's underlying medical condition of diabetes and elderly age of the patient are significant confounding factors for the development of complications of hyperglycaemia such as intra ocular haemorrhage and peripheral neuropathy. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 hm penfill. Final manufacturer's comment: 19-oct-2022: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. The batch trend analysis and reference sample examination revealed nothing abnormal. No abnormalities relating to the observed problem were found. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of diabetes and elderly age of the patient are significant confounding factors for the development of complications of hyperglycaemia such as intra ocular haemorrhage and peripheral neuropathy. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number. H3 continued: evaluation summary. Name: novopen 4, batch number: jvgt483. The product was not returned for examination.